Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured. (B)(4) units in stock in b. Braun surgical's warehouse. We have received from the customer pictures showing that one box containing ref. (B)(4); 619445 was double labeled, one was correct and the other one correspond to ref. (B)(4); 619445. Both products were manually labeled in the warehouse when preparing the shipments. The operator labeled correctly the products with one label but in the second one he/she crossed the labels of the two boxes. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. The complaint is confirmed but we consider that this is an isolated, and accidental defect. Final conclusion: taking into account that the results of the pictures received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with steelex suture. The customer has found two labels in the product box; one corresponds to the product inside and the other to other reference of steelex. The product was not used on the patient.